Event description:
Reportedly, during the implantation, the lead was positioned several times due to atrial fibrillation and the screw mechanism of the lead was jumping out. The physician decided to implant a new one.

Event description:
Reportedly, during the implantation, the lead was positioned several times due to atrial fibrillation and the screw mechanism of the lead was jumping out. The physician decided to implant a new one.

Manufacturer narrative:
Analysis synthesis: upon reception the lead, the connector pin was identified bent, which most likely occurred during lead manipulation. Following cleaning of the blood residues within the helix housing, the active fixation function was determined functional, since the screw could be extended and retracted in 10 turns without any jump observed. The x-rays taken of the screw mechanism confirm that there are no damages to the helix mechanism or the inner coil at the proximal and distal extremities. The reported jump effect experienced with helix extension and retraction during positioning attempts could be attributed to blood residues entering the helix house and affecting the adequate extension. Based on investigation finding, no issues with the lead are suspected.